Event description:
At about 6 years after the primary, the patient came in reporting laxity and the cause is unknown. The surgeon upsized the liner to give the patient more stability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 december 2025. Lot 1902502: (B)(4) items manufactured and released on 03-june-2019. Expiration date: 2024-05-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.